Event description:
A wilson-cook gi aspiration needle was returned to wilson-cook for eval. The needle has detached from the inner catheter and was not included in the return. Additional info was requested from the initial reporter, but none was provided.